Manufacturer narrative:
B5: the device contained cefazolin 2000 mg in an unspecified carrier solution (omitted on initial report). D10: add concomitant products (remove ni) and add therapy date: unknown. H4: the lot was manufactured from april 18, 2022 - april 19, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume intermate. This issue was further described as, ¿the pump did not run¿. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.